Event description:
It was reported that the customer was hospitalized for dka. There were no significant events noted that lead to the hospitalization. It was verified that the programming and histories were accurate. Troubleshooting was done and the customer stated that the leadscrew did not rotate completely. At that time, the customer was advised that a replacement will be sent. In addition, the customer was instructed to revert to a back up plan per md protocol.